Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient sustained unspecified injuries following a spinal fusion surgery where rhbmp-2/acs was implanted. No further information was reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6)-2011 : the patient presented with vertical segmental instability, l5-s1. The patient underwent an alif l5-s1 using a competitor's anterior spacer with internal fixation and use of rhbmp-2/acs. Per the op notes, following decortication of the disc space, the spacer was packed with four strips of rhbmp-2/acs rolled loosely in a cigar fashion. The spacer was attached to the plate and then inserted into the disc space. No complications were noted. No post-operative complications noted.